Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument on arm 3 started moving in the opposite direction. The system event logs showed errors 31010 and 41091 pointing to patient side manipulator (psm)3. The surgeon controls up and it went down and left was right. The customer reseated the sterile adapter and instrument with no change. The customer then replaced the maryland bipolar forceps instrument and confirmed the issue was resolved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the movement of the surgeon scale was not appropriately to the instrument. The maryland bipolar forceps instrument moved in the opposite direction. The issue was persistent. The instrument initially worked as intended. The issue did not result in a patient injury and there was no instrument interference or collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The maryland bipolar forceps instrument was unable to be tested in-house due to the fact that it was returned damaged. The instrument was returned with a severely bent main tube at around the middle of the main tube. As a result, the instrument could not be installed on the in-house system. The instrument was found to have a bent main tube. The bending damage located around the middle of the main tube. Components adjacent to this bent main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.